Event description:
The information provided to sjm indicated a (B)(4) year old, female patient with a history of hypertension and rheumatic fibromyalgia, underwent aortic valve replacement on (B)(6) 2010 due to severe aortic stenosis, using a 21 mm trifecta valve (model: tf-21a; sn: (B)(4)). During a follow-up echocardiogram on (B)(6) 2013, which revealed functional compromise of the valve was noted and the patient was admitted to the hospital with dyspnea at rest. The patient woke in the middle of the night with dyspnea, chest pain, and congestive failure. A transthoracic echocardiogram (tte) showed severe aortic depression. Following a transesophageal echocardiogram (ee) on (B)(6) 2013, surgery was performed to explant the valve on (B)(6) 2013. The annulus was in good condition and the position was correct. Surgical findings noted a tear on the valve. The bioprosthesis was replaced by a 21mm sjm epic valve (model/sn: unknown). The surgery was successful and the post-operative course is favorable. The blood-cultures were negative.